Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
Philips received a complaint on the heartstart mrx als defibrillator indicating that the device failed the self-test. There was no reported patient involvement.

Event description:
Philips received a complaint on the heartstart mrx als defibrillator indicating that the self-test failed. There was no reported patient involvement.

Manufacturer narrative:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart mrx als defibrillator indicating that the self-test failed. The rse evaluated the device remotely. It was determined that the self-test failed due to an unknown reason. The customer was guided to perform another operational check. Once completed, the device was returned to full functionality. Based on the information available, we were unable to determine the cause of the reported problem. The reported problem was not confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The device was returned to service after the operational checks. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart mrx als defibrillator indicating that the self-test failed. The rse evaluated the device remotely. It was determined that the self-test failed. The customer was guided to perform another operational check. Once completed, the device was returned to full functionality. Based on the information available and the testing conducted, the cause of the reported problem was determined to be user error. Based on the information available and results of additional analysis, no further action is necessary at this time. The device was returned to service after the operational checks. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.